Manufacturer narrative:
The device was received for evaluation. During evaluation pump did not recognize when set was removed from tubing channel was found. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was determined to be failing force sensor. Force sensor requires replacement to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, did not recognize when set was removed from tubing channel. No additional information is available.